Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Visual inspection of the returned autopulse platform showed encoder cover and head restraint brackets were cracked which are external damage. These components were replaced. The reported problem could not be duplicate or confirm during testing. The platform was inspected and tested by a trained zoll service rep and no system malfunction was found. The board passed final test. No adverse event reported.

Event description:
Unsuccessful in clearing advisory 45 and 12 error codes on autopulse platform.